Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the wake button was sticking. Additionally, it was reported that the pump battery was depleting quickly which resulted in the pump shutting down and that a cartridge change error occurred. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.